Manufacturer narrative:
Device sample returned for analysis, received may 20th, 2024, and analysis completed on may 22, 2024. Manufacturers incident report is updated to reflect the results of device analysis and investigations. Refer to the following fields for updated or corrected data: b4, b6, d9, g2, g3, g6, h2, h3, h4, h6, h10. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate.

Event description:
This incident was initially reported under reference 9614392-2024-00018 on 02 may 2024 in an abundance of caution as an unspecified eye infection in both eyes (ou) of unknown severity. An additional report was submitted 05 june with additional manufacturers investigation results related to device sample return. Additional medical information was received on (B)(6) 2024, indicates that the patient experiences ocular discomfort and itchiness, however, no medications were prescribed, and the treating physician indicates the incident has fully resolved though no specific diagnosis was provided. Per information received from the treating physician, the incident did not result in any permanent injury nor were medical interventions or medications required to prevent or preclude permanent impairment of the eye function or structure. This medical event has fully resolved with no change in visual acuity. Based on the information received, the manufacturer finds that this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate.

Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the healthcare professional, and limited information has been made available. According to the details provided, after the patient inserted lenses she experienced itchiness, discomfort, and discharge and was diagnosed with an unspecified eye infection in both eyes (ou). As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the diagnosis of an unspecified eye infection with a lack of medical information. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. Investigation of the provided lot number found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available, a follow-up report will be submitted as appropriated.